Event description:
Customer was hospitalized for dka and heart condition. Troublleshooting performed and pump appeared to be functioning as designed. Explanted the rule of changing the infusion set after two consecutive high blood sugar readings.